Event description:
A customer reported that their pump's touchscreen was cracked after they fell on it, rendering it unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.